Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:a review of the pump black box data and alarm history indicated no alarm records related to the complaint. During testing, a low battery warning and replace battery alarm were reproduced, and both were recorded appropriately in the alarm history with the correct time and in the correct order. The complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that multiple records in alarm history were recorded as jan 0, 2007 with no alarm/code information. The patient denied having seen the call service alarm. The patient indicated that they had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.